Event description:
It was reported that patient never had therapeutic effect at low setting. There was no symptom relief when patient increase stimulation. Patient was 'going every 1 hour and could go up to 2 hours,' but he was also experiencing urgency frequency and leaking. The symptoms occurred following an implant. Patient had a flare up with the incision. It was red and patient had been taking antibiotic capsules for ten days. Patient got a sensation in his buttocks and down on the tip of the penis. Patient was in standing position and the setting was at 1.1v. When patient sat down, he could barely feel the stimulation, so he increased stimulation to 1.2v. It was noted that 1.2v was better than 1.3v. Patient experienced discomfort when he sat and stepped forward on his foot. It was later reported that there was redness at pocket and perioperative antibiotics (kefzol) was prescribed on (B)(6) 2012. Patient did not have meningitis. There was no culture obtained. Patient outcome was noted as infection resolved, incision well healed and no erythema.

Manufacturer narrative:
Product ID 3889-28, lot# v906981, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# unknown, implanted: (B)(6) 2012, product type programmer, patient. (B)(4).